Manufacturer narrative:
Conclusion: it has been reported that the patient experienced pain, altr, and dislocation. It was confirmed by the stryker sales representative that the patient experienced altr and was scheduled for a revision surgery prior to the dislocation. A review of the associated instructions for use (qin 4400 version a) indicated that ¿muscle and fibrous tissue laxity¿ can contribute to dislocation and subluxation of implant components. Therefore, based on the information provided, the reported dislocation occurred secondary to altr. All provided medical records were reviewed by a consulting clinician who indicated insufficient information was provided to perform a medical review. Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient has hip pain and dislocation. Sales rep. Confirmed that the patient experienced altr and was scheduled for revision prior to dislocation.

Event description:
Patient has hip pain and dislocation. Sales rep. Confirmed that the patient experienced altr and was scheduled for revision prior to dislocation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device not available.